Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report# (B)(4).

Event description:
The customer reported false results with the ID now covid-19 for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported the patient's initial test (B)(6) 2021 showed invalid results. Repeat testing of the first swab using remaining buffer generated positive results. Repeat testing on (B)(6) 2021 with a new nasopharyngeal sample swab generated negative results. Pcr confirmation testing (B)(6)2021 on nasopharyngeal swab generated negative results. The customer stated the patient presented with a stomach ache and fever with no history of close contact with covid-19 patients. After, the release of a positive result from the first swab, the patient was brought from the clean area to the tent again. The customer reported that the consultants had started various procedures to the patient prior to the positive results, leading to exposure to consultants and other staffs involved in the care of the particular patient. In addition, the consultant was very sure of the result released as false positive. The consultant preferred to take a second swab, which was accepted, and released as negative results. Also, rt pcr was performed urgently to verify the result released. The customer reported that the consultants had started various procedures to the patient prior to the positive results, leading to exposure to consultants and other staffs involved in the care of the particular patient. No information was provided regarding the patient's course of treatment.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please updates to section: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018764 , test base part number 190-430 / lot 1018764. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.